Manufacturer narrative:
UDI #: (B)(4) age/date of birth: unknown. Gender/sex: unknown. Implant date: if implanted; give date: unknown. Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was repositioned in a secondary surgery due to the lens rotating about 40 degrees. The implant date of the lens was not provided. No further information was provided.

Manufacturer narrative:
The manufacturing records were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement where in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order were received to date. A labeling review was performed. Lens rotation is listed in the warnings section of the package insert. It states that ''special care should be taken to ensure proper positioning of the tecnis® toric 1-piece iol at the intended axis following viscoelastic removal and/or inflation of the capsular bag at the end of the surgical case. Residual viscoelastic and/or over-inflation of the bag may allow the lens to rotate, causing misalignment of the lens with the intended axis of placement.'' During the manufacturing record review for lens, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met all specifications prior to release. All pertinent information available to abbott medical optics has been submitted.